Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the company representative (rep) that the recharger was malfunctioning. The display was off and sound was coming from the recharger. An external factor that may has contributed or led to this event was voltage fluctuations. No troubleshooting was performed. Actions taken to resolve the issue was "several times via phone." The issue was not resolved at the time of this report. No symptoms reported. It was noted that surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.